Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The service engineer inspected the device and found the o2 leak from the regulator the service engineer replaced the regulator and the ventilator was returned to use. Product analysis technician reported that the root cause was isolated to the oxygen regulator leaking intermittently at the bonnet relief holes.

Event description:
The customer reported a ventilator was making a noise. There was no patient involvement.